Event description:
It was reported that the bd nano¿ 2nd gen pen needles was difficult to prime and was unable to deliver medication. The following information was provided by the initial reporter: consumer reported no insulin flow when priming. Stated, she primes 4 units stated, no insulin flow when taking injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.